Manufacturer narrative:
The event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. The patient encountered a "call hcp" message with error code 509 on the patient programmer. The physician reported that based on the patient's symptoms, their dbs therapy had ceased. The rep was instructed to do a physician recharge mode to break the cycle on the device. Event resolution is not known at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep met with the patient and verified impedances were in normal range before applying the recharge system and performing a physician mode recharge. This resolved the issue and the message on the programmer disappeared. No further complications are anticipated.